Manufacturer narrative:
Correction: there was no explant; only the abutment was removed. The fixture remains insitu.

Manufacturer narrative:
This report is submitted on may 18, 2018. (B)(4).

Event description:
It was reported that the patient experienced pain at the implant site resulting in the decision to explant the device on (B)(6) 2018.